Manufacturer narrative:
Approximate age of device ¿ 2 years, 7 months. The device was returned for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the estimated flow values had increased from 4 lpm to 7lpm, and the pump power had increased from 5 watts to 6.5 watts. The patient's lactate dehydrogenase (ldh) was 673 u/l. It was reported that the patient was asymptomatic. Intravenous heparin was initiated; however, the patient's ldh continued to trend upward to 1000 u/l. On (B)(6) 2016 ,the patient underwent a pump exchange. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 10.5 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the rotor inlet upon disassembly of the pump revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of these formations could not be conclusively determined through this evaluation, they could have contributed to the patient¿s elevated lactate dehydrogenase level. Upon removal of the observed depositions, the pump was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the pump functioned as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.